Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed weak battery also, power system error. The customer's blood glucose level was 10 mmol/l at the time of the incident. The customer stated the insulin pump alarmed weak battery, power system error and the insulin pump turned off. The customer was advised to insert a new battery. The insulin pump alarmed power system error a few times however, did not restart the insulin pump. The customer was advised to observe and call back in case of any problems. The insulin pump will not be returned for analysis.